Event description:
The customer received erroneous results for two patient samples tested for thyrotropin (tsh). Both patient samples are different drawings from the same patient. Sample one initially resulted as 100.000 uiu/ml. It was repeated and resulted as 513.000 uiu/ml, which was then reported outside of the laboratory. The physician questioned the data because it did not fit the patient's clinical status and suggested that the patient may have heterophile antibodies. Based on this, the sample was manually diluted x50 and repeated a second time on a different e module (serial number (B)(4)), resulting as 850 uiu/ml. The sample was manually diluted x100 and repeated a third time on the original analyzer (e module serial number (B)(4)), resulting as 1220 uiu/ml. The physician requested the patient to be re-drawn and tested again. Sample two initially resulted as 100.000 uiu/ml. It was repeated and resulted as 196.700 uiu/ml, which was then reported outside of the laboratory. Knowing that the patient was being worked up for possible autoantibodies, several dilutions of the second sample were performed. The sample was manually diluted x2 with a second repeat result of 164 uiu/ml. The sample was manually diluted x4 with a third repeat result of 170 uiu/ml. The sample was manually diluted x8 with a fourth repeat result of 176 uiu/ml. The sample was manually diluted x16 with a fifth repeat result of 187 uiu/ml. The sample was manually diluted x32 with a sixth repeat result of 204 uiu/ml. The sample was manually diluted x10 with a seventh repeat result of 179 uiu/ml. The sample was manually diluted x20 with an eighth repeat result of 193 uiu/ml. The sample was manually diluted x40 with a ninth repeat result of 213 uiu/ml. The sample was manually diluted x160 with a tenth repeat result of 246 uiu/ml. The sample was manually diluted x80 with an eleventh repeat result of 257 uiu/ml. The sample was treated with hama reagent and was run on a different e module (serial number (B)(4)) with a twelfth repeat result of 100.0 uiu/ml accompanied by a data flag. The sample treated with hama reagent was then diluted x1.15 and repeated a thirteenth time on the original analyzer (e module serial number (B)(4)), resulting as 196.9 uiu/ml. The same sample was sent out to another laboratory to run on a siemens centaur analyzer for a fourteenth repeat. This fourteenth repeat resulted as 1.7 miu/l. The value of 1.7 miu/l was believed to be correct. The patient was not adversely affected by the event. The tsh reagent lot number was 16538501 with an expiration date of 07/31/2012. The field service representative was not able to determine a cause for the event. He ran performance testing and this passed. The customer ran a calibration and quality control. All results were within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The patient sample was provided for investigation. The elevated tsh results generated by the customer were confirmed. An interference analysis was carried out. Within this investigation, no interfering factor which might have caused the elevated result has been identified. Based upon additional testing, igg bound tsh, also called macrotsh, was most likely in the patient sample. The erroneous result caused no adverse event.

Manufacturer narrative:
The suspect medical device information has been changed to reflect the results of the investigation.